Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's physician assistant reported via telephone call that the customer was hospitalized for high blood glucose. The blood glucose reading was 600 mg/dl. The customer was treated with manual injections at the emergency room. The physician's assistant reported that the drive support cap appeared normal and recessed and was unable to check for leaks or air bubbles in the tubing. The caller was unable to check for site issues or insulin issues. The caller reported that the customer would call for troubleshooting after going home.